Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP device will not turn on and it is getting hot. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : product not returned to manufacturer.